Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Per abdominal/pelvic CT, dated (B)(6) 2018, "there is an infrarenal inferior vena cava filter with its proximal-most portion positioned partially within the inferior aspect of the left renal vein. Of its distal struts, in the right anterior and bilateral posterior struts are positioned external to the ivc lumen, with retroperitoneal fat about the distal tips. The left anterior strut lies adjacent to the external aspect of the ivc, likely reflecting tenting of the vessel wall."

Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2016-00436. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism, unable to take anticoagulation secondary to frequent nose bleeds. Patient is alleging unable to be removed, leg and chest pain, tired and unable to work.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, unable to remove, leg and chest pain, tired, unable to work." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported leg and chest pain, tired, unable to work is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.